Event description:
It was reported that myopotential oversensing was observed. Failure to pace was also noted due to low level, high frequency noise. Programming changes were recommended. Subsequently the patient died for unknown reasons. No further information was provided.